Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after loading and while the device was being applied to the interlobular fissure on a video-assisted thoracoscopic surgery (vats) lobectomy procedure, the surgeon was able to press the green button was unable to squeeze the handle and the device did not fire. In order to complete the case, they replaced the reload with a new one. There was no patient injury.